Manufacturer narrative:
It was indicated on the maude event report that the device was not available. Lot number was not provided, therefore review of the manufacturing records could not be completed. Attempts to obtain additional information were not successful. It is not known if an injury actually occurred or if intervention was performed to prevent injury.

Event description:
Received maude event report from the FDA no. (B)(4); it was reported that after x-ray confirmation of right internal jugular placement of presep central venous catheter with catheter at 15cm at neck insertion site, the IV infiltrated when proximal port utilized for additional IV medication infusion. Right neck swollen with gravity causing pooling to right posterior neck. Clinical educator for icus and rn made aware. Apparently there is information found on researching product that introducers need to consider laterality and length of catheter utilization. Mmc only ordered 20cm not alterative 16cm in length 20cm should be used on left not right. No literature/in servicing on need for same. Place in ER. Reason for use: hypotensive - vaso pressor administration required.